Manufacturer narrative:
The investigation is ongoing.

Event description:
The complainant reported additional information upon request: "¿ the catheters are not available for return as the cases were done in (B)(6). ¿ the cp measuring deep at 4.2cm from (B)(6) was not repositioned."

Manufacturer narrative:
Corrected data: e0303 removed from h6. Investigation summary: no product was returned. Access site adverse event (bleeding, hematoma) - after rp implanted, left groin hematoma discovered with falling hgb from 12 to 7.9 to 4. Uop greater than 30 cc/hr & pink-red, units rbc s. Act noted as 300 several hours after insertion. The cause of the access site adverse events was use related to the patients act being 300, a failure to follow instructions failure. Patient codes: hematuria: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Patient-specific information a4.weight is unknown at the time of this MDR writing. Additionally, the exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. Medical safety review. Medical safety reviewed the event and noted the following: the patient underwent an intervention to the right coronary artery (rca) and experienced cardiac arrest during the procedure. Resuscitation efforts were successful, and following the code, impella cp and impella rp flex devices were implanted for hemodynamic support. After device implantation, the patient developed significant access site bleeding and hematomas, resulting in a substantial drop in hemoglobin. This required transfusion of six units of blood products, along with plasma and platelets. Additionally, urine output was noted to be pink-tinged, raising suspicion of hemolysis. Despite ongoing support, care was withdrawn, and the patient expired while on device support. Adverse events identified: ¿ hemolysis: suspected based on pink-tinged urine during support. ¿ major bleeding and hematoma: significant bleeding at the access site requiring multiple transfusions. ¿ patient death: occurred while on impella cp and rp flex support. Reportability assessment: ¿ hemolysis is reportable for both impella cp and rp flex. ¿ major bleeding and hematoma requiring transfusion are reportable for both devices. ¿ death on support is reportable for both devices, as device contribution cannot be ruled out, although the patient¿s deteriorating condition prior to implant is considered a contributing factor. Manufacturer evaluation / contributing factors: the patient¿s critical condition prior to device implantation likely contributed to the adverse outcome. However, due to the presence of suspected hemolysis and significant bleeding during device support, these events are considered reportable. Device malfunction has not been confirmed at this time. Device status. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella rp flex device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp and impella rp flex for bipella support. During percutaneous coronary intervention to the right coronary artery the patient coded. Cardiopulmonary resuscitation was completed with return of spontaneous circulation. The circumflex artery was noted chronic total occlusion. The impella cp was placed in the right femoral artery and decision was made to place an impella rp flex via the left femoral vein. Note: actual timing of impellas placement is unknown. Post implant same day, the patient experienced access site bleeding and falling hemoglobin requiring the purge solution to be changed to bicarbonate. Left groin hematoma was noted. Massive transfusion protocol initiated, and the patient received six units of blood products. Urine output was pink-red. Care was withdrawn and the patient expired.